Event description:
The customer has indicated that the delay of chemotherapy for one patient was by 1 day not 1 week, as previously reported.

Event description:
The customer indicated that one patient had chemotherapy delayed by one week due to discrepant hemoglobin results while using the cell-dyn 1800 analyzer. No specific data was provided about the patient. The customer indicated that no negative impact to the patient health occurred due to the delay. Repeated attempts to gather more information were unsuccessful.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Incorrect or inadequate result; delay in chemotherapy.

Manufacturer narrative:
The customer has indicated that the delay of chemotherapy for one patient was by 1 day not 1 week, as previously reported. Investigation of the customer issue included a review of the complaint text and customer provided data, an evaluation by abbott field service of the device, a review by the medical director (subject matter expert/ sme), a historical data review, a search for similar complaints, and a review of labeling. The abbott field service representative (fsr) inspected the instrument and found it to be performing within specifications. The customer declined further troubleshooting of the instrument for the issue because service had verified the instrument performance. A review by the sme, indicated that the issue was likely generated due to clumping or clotting of the sample. Additionally, the sme noted that the data was flagged, which indicated the results were outside of the operator entered limits. A complaint review did not identify an adverse trend or a product issue related to the customer's issue. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that the cell-dyn 1800 system is performing acceptably.